Manufacturer narrative:
This report is submitted on december 8, 2020.

Event description:
Per the surgeon, the electrode was incorrectly placed at the initial implantation (placed in an air cell in the mastoid) resulting in no sound being perceived. The device was explanted on (B)(6) 2020 under a general anaesthetic. There are no plans to re-implant the patient on that side.